Event description:
Gait belt on patient by physical therapy. Pt attempted to help patient using the gait belt. As the patient was beginning to stand, the gait belt slid open and will not stay tight on patient. Patient was unharmed and did not fall. FDA safety report ID # (B)(4).